Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found an insulation abrasion at 4.5 to 6.4cm from the distal tip.

Event description:
It was reported that damage to the left ventricular lead had been observed via fluoroscopy. Electrical values were normal and the patient as asymptomatic. The lead was explanted and replaced during a routine device changeout procedure.